Manufacturer narrative:
H6: investigation summary it was reported when opening a box of disposable filter needles it was found that there was glue overflow under the product needle. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos shows a needle assembly with no plastic shield. At the bottom part of the needle there is white epoxy. No other defects or imperfections were observed. The symptom observed in the photos is acceptable. A device history record review was completed for provided material number 305200, lot number 0065998. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.

Event description:
It was reported that 12000 bd nokor¿ filter needles were found with excessive epoxy on them. The following information was provided by the initial reporter, translated from chinese to english: "when opening a box of disposable filter needle (305200) product packaging, it found that there was glue overflow under the product needle. The hospital has reported an adverse event. Removed in time, not used on patients."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12000 bd nokor¿ filter needles were found with excessive epoxy on them. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening a box of disposable filter needle (305200) product packaging, it found that there was glue overflow under the product needle. The hospital has reported an adverse event. Removed in time, not used on patients."